Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of post operative medical records. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: articular surface fixed bearing constrained posterior stabilized (cps) right 12 mm height use with tibia sizes g-h / ps femur sizes 6-9 catalog # 42522600912 lot # 62628464; femur cemented posterior stabilized (ps) standard right size 9 catalog #42500606602 lot # 63405008; all poly patella cemented 41 mm diameter catalog # 42540000041 lot # 62580009; cement bne stryker catalog # 6191-1-010 lot # rhx104. The complaint device has been returned, but the device investigation has not yet been completed. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2017 - 07982, 3007963827 - 2017 - 00279, 3007963827 - 2017 - 00280.

Event description:
It was reported that patient underwent a right total knee arthroplasty and is now experiencing inflammation, severe pain and difficulty sleeping. Surgeon has indicated that he needs a revision.